Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a patient via phone that a fiberloop, product part and lot number unknown, had an issue. During a repair procedure for the full rupture of the bicep distal tendon on (B)(6) 2022, when the surgeon used the fiberloop, the suture tore during surgery (one out of two strings). The surgeon left the ruptured suture in the patient, made a second incision, ran another fiberloop, and replaced the first one to affix the biceps tendon successfully with no impact to the patient. This was reported by the surgeon to the patient's wife after the procedure. The patient rested for 6 weeks, afterward went to physical therapy, and then 12 weeks post-surgery, the patient felt the tendon slip. An MRI was taken, the tendon was raptured again, and the tendon showed frayed on the MRI, however, the suture was still intact.